Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited shock impedance measurements high out of range greater than 125 ohms on the right ventricular (rv) lead. Technical services (ts) was consulted and provided assistance. This product remains in service. No adverse patient effects were reported.